Manufacturer narrative:
Analysis of programming history. Review of flashcard data revealed corruption of generator ram.

Event description:
It was reported by a company representative that the "upload successful" message was received following completion of a gfu upgrade on the patient's generator. It was indicated that communication could not be established subsequently with the patient's generator following upgrade. Troubleshooting such as checking the programming wand battery was performed which was confirmed to be adequate. Multiple programming systems were used to establish communication, with no success. It was indicated that error messages were received during the initial upgrade process. The user was then instructed to perform a generator reset on the generator which was performed using the magnet and programming wand. The gfu upgrade process was repeated and resulted in a successful upload of the software to the patient's generator. After the second upgrade was completed, communication was successful. An interrogation was then performed and it showed an end of life indication of 2 months, noting that the pre-gfu end of life indication was 2.3 years. The representative waited for 45 minutes, and interrogated the patient's device, with the same result, and end of life indication of 2 months. Patient came back in on (B) (6)2009 and a system diagnostic test was performed on the device at which time the end of life indication was 5 years. No interventions were taken for the reported event. From examination of the software flashcard data, it was determined that the demipulse generator ram seems to have been corrupted following the gfu. Further examination of this data has revealed that this corruption results in permanent miscalculation of the time remaining until end of service (until the device is within 6 months remaining until eos, at which time the calculation will be accurate), temporary inaccurate magnet activation history display, phantom magnet activations, and a change in the total operating time stored in the generator. The corruption does not appear to alter the therapy that is delivered to the patient. The manufacturer continues to investigate the event, as the exact cause of the corruption of the generator ram remains unknown.